Event description:
The distributor reported on behalf of the customer that the device, 139107, ultraclean accessory electrode 6" (15.24 cm) coated blade, was being used on an unknown date and the ¿insulation separated during breast reconstruction exposing the underlying hot metal. There is a gray part of the shaft and a blue part of the shaft that meet and the insulation separated at this point where the two materials should be bonded together. Patient suffered small superficial burn to the left breast. Burned tissue was excised out during surgery.¿. A good faith effort was completed; however, to date a reply has not been received. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 139107, ultraclean accessory electrode 6" (15.24 cm) coated blade, was being used on an unknown date and the ¿insulation separated during breast reconstruction exposing the underlying hot metal. There is a gray part of the shaft and a blue part of the shaft that meet and the insulation separated at this point where the two materials should be bonded together. Patient suffered small superficial burn to the left breast. Burned tissue was excised out during surgery.¿. A good faith effort was completed; however, to date a reply has not been received. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.